Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that post-op, the patient fell, bruising her hips and legs and creating pain in her back leg and hip. She went to the ER and x-rays were taken and she reported that two pedicle screws were broke.